Manufacturer narrative:
Manufacturer received information that while transporting a user from their van onto their porch, the handgrips detached and the chair fell. The chair is over 10 years old and the device maintenance history is unknown. It unknown as to whether or not the chair was being suspended in the air solely by the hand grips. Manufacturers user guide states "always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately" MDR filed based on serious injury.

Event description:
The handgrips on the wheelchair allegedly detached, causing the chair to fall 5.5 - 6 feet to the ground, knocking the consumer unconscious and resulting in an intracranial hemorrhage. The consumer was transported to the hospital for treatment.